Event description:
The following has been reported: biomed reported: "brief description: error message displaying on pump #2. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.